Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and calcified arteriovenous fistula of the antebrachium . Vascular access was obtained via the brachial artery. The otw 5.0 x 40/40 sterling balloon dilatation catheter was selected to treat the target lesion and during advancement slight resistance was encountered. Upon the first inflation attempt at 10 atms, a balloon rupture occurred. The inflation duration is unknown. The device was successfully removed intact and the procedure was completed with a different device. There were no patient complications reported with the patient status listed as 'good'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)